Manufacturer narrative:
If the sample is returned, a summary of the analysis will be provided in a supplemental report.

Event description:
Medtronic received a report regarding an endotracheal tube breaking at the connector. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.